Event description:
During a follow up call for an unrelated alarm, the patient's caregiver reported the patient was in the hospital with an infection related to peritoneal dialysis (pd) therapy. On (B)(6) 2011, baxter contacted the pd rn. She stated the patient was hospitalized from (B)(6) 2011 to (B)(6) 2011 for peritonitis. The patient was using dianeal local (pd4) ambuflex at the time of infection. The patient presented with cloudy effluent and abdominal pain. Pd effluent cultures and cell count were done on (B)(6) 2011 prior to starting the patient on antibiotics. The patient was treated with vancomycin (unknown dose) IV for 3 weeks. The nurse stated there was no exit site infection. The pd catheter was removed on (B)(6) 2011 in the hospital and the patient started on temporary in center hemodialysis. The treatment was ongoing and the patient will resume pd therapy once they have completely healed. The patient's condition has improved. The nurse reported the cause of this peritonitis infection was most likely touch contamination. There was no allegation against any baxter solution or device.

Manufacturer narrative:
(B)(4).a batch review of the potentially associated lot numbers (h11b16116, h10l19012) revealed no exceptions during the manufacturing process.

Manufacturer narrative:
(B)(4). As patient discards supplies after each use, a sample was not available for evaluation. This is report 1 of 3 for this incidence of peritonitis. Follow up information will be submitted as it becomes available.

Manufacturer narrative:
(B)(4).the root cause of the reported condition of peritonitis was use error- poor aseptic technique. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.